Event description:
It was reported that the insulin pump had a blank display despite several battery replacement attempts. The blood glucose reading was 141 mg/dl. The customer's husband stated that he and the customer were unable to troubleshoot for the issue because the display eventually returned. He advised that the battery did last more than 1 week. Advised the customer that a replacement battery cap would be sent. The most recent blood glucose reading was 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.